Event description:
It was reported that 1 bd syringe 0.5ml 31ga 8mm had foreign matter on the device cannula / in the fluid path. The following information was provided by the initial reporter : material no. 328468 . Batch no. 0232707. The consumer reported liquid in the syringe and also that there was an air bubble inside of the liquid. The consumer stated that this was a new syringe and does not re-use. Date of event: unknown samples: available - sending mail kit.

Manufacturer narrative:
H6: investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0232707. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.5ml 31ga 8mm had foreign matter on the device cannula / in the fluid path. The following information was provided by the initial reporter : material no. 328468 batch no. 0232707. The consumer reported liquid in the syringe and also that there was an air bubble inside of the liquid. The consumer stated that this was a new syringe and does not re-use. Date of event: unknown. Samples: available - sending mail kit.